Event description:
A 65-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. Novocure was informed on june 04, 2024, that the patient experienced a skin reaction described as a rash and open areas on the scalp. The patient was seen by a dermatologist that prescribed a cortisone ointment to apply to the scalp twice daily. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, reportedly, the skin reaction had returned, and the previously affected areas had not healed before she reapplied the arrays. On (B)(6) 2024, it was noted the patient again consulted a dermatologist as she experienced severe itching and burning under the arrays. Treatment included an oral antibiotic (trimethoprim/sulfamethoxazole) and a cortisone containing topical medication. The patient reported on (B)(6) 2024, that optune gio therapy was temporarily discontinued since (B)(6) 2024, due to skin irritation with blisters that developed under the arrays. The prescribing physician reported on july 31, 2024, that the patient was treated with a topical ointment and assessed the event as related to optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is may 28, 2024.